Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a major blood leak alarm during a hemodialysis (hd) treatment. The patient's blood not returned. Upon removal of the patient's access needles, the patient's access was determined to have been clotted. Additional follow-up was made with the user facility charge nurse, who stated was the 2008t hd machine generated minor and major blood leak alarms approximately an hour and a half after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The charge nurse stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s blood was unable to be returned and the estimated blood loss (ebl) was approximately 250 ml. The charge nurse stated no blood was visually noted within the dialyzer, but blood leak test strips were used after the incident to check for the presence of blood in the dialysate; the test strips returned positive results. The charge nurse stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. Per charge nurse when removing the patient¿s access needles there were also clots noted within the needles. The patient was able to complete treatment with new supplies on a different machine without further issue. The charge nurse stated the sample was available for return for evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the dialyzer was available to be returned, to date no sample have been returned to the manufacturer for physical evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.